Event description:
It was reported that the screen for the cs300 intra-aortic balloon pump (iabp) flickered and then went blank. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, and replaced the coiled cable, color video card, and lcd display. Subsequently, the fse completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that the screen for the cs300 intra-aortic balloon pump (iabp) flickered and then went blank. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.